Event description:
It was reported that this right atrial (ra) lead fractured and exhibited oversensing of noisy signals. The patient arrived at the hospital due to feeling palpitations. The lead was reprogrammed. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead fractured and exhibited oversensing of noisy signals. The patient arrived at the hospital due to feeling palpitations. The lead was reprogrammed. The lead was replaced. No additional adverse patient effects were reported. Additional information received confirmed that the lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field g2: report source.